Event description:
It was reported to boston scientific corporation in 2006 that an rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (A female patient ,weight unknown) according to the complaint, the balloon popped in 2 places. The case was completed with the subject device.

Manufacturer narrative:
Dimensional check. Both proximal and distal balloon bonds were examined and found to be continuous, intact and within the required the specification for bond width. Functional check unable to inflate the balloon. Evidence of white crystalline substance was found blocking the balloon shaft 1cm distal to the bifurcation. Visual/microscopic exam the shafts were checked for kinks and dents and none were found. Direct product analysis revealed evidence of white crystalline substance, most probably contrast medium/saline, blocking the balloon shaft 1cm distal to the bifurcation and we were unable to inflate the balloon. Evidence of the complaint description "balloon popped in 2 places" cannot be confirmed.